Event description:
It was reported that a malfunction occurred with the customer's insulin pump, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use mdi as a backup insulin therapy while technical support sent a replacement pump.